Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous ligament vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture by the capio carrier during deployment of the device on the patient¿s left side. The needle was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An examination of the returned capio slim revealed that the device did not have any visual failure. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the assigned complaint investigation conclusion code for this event is not confirmed - returned. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture by the capio carrier during deployment of the device on the patient¿s left side. The needle was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.